Event description:
It was reported that this right atrial (ra) lead had dislodged and no capture was seen. In addition, noise was seen on the ra lead. Technical services (ts) discussed reviewing an x-ray related to the lead dislodgement and mechanical integrity testing. In addition, ts discussed turned off atrial tachycardia discriminators. No adverse patient effects were reported. No revision has taken place at this time.